Event description:
As reported, post use of surgiphor during a colostomy procedure, the patient experienced postoperative shock, accompanied by the drainage of approximately 2 liters of clear fluid with a brownish tint. It was reported that the patient remains hospitalized but showing signs of improvement. Surgeon suspects the patient may have an allergy to pvpi which was not documented in the patient's medical records.

Manufacturer narrative:
As no lot number was reported, a device history review could not be conducted and a definitive cause was not determined. As reported, it was suspected that the patient may have an allergy to pvp-I which was not documented in the patient's medical records. The IFU states: "anaphylaxis may occur in patients with severe iodine allergy. May cause allergic reactions such as rash or skin irritation in patients with iodine allergy. Discontinue use immediately if irritation or an allergic reaction occurs." Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.